Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was oversensing atrial paced beats on the right ventricular (rv) channel resulting in inhibition of pacing in a pacemaker dependent patient. It as further reported that the rv lead had dislodged and was pulled back to the tricuspid valve.